Event description:
Complainant alleged that while attempting to treat a patient the device prompted an "attach pads" message and was unable to detect the attached pads. The customer indicated they switched to another set of pads and the device prompted an "attach pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.